Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, change sensor alert, over delivery anomaly. The customer reported hemorrhage/blood loss/bleeding, hypoglycemia, treated with no treatment, discontinue use of insulin delivery system, glucose/carb intake. The customer reported that : low blood glucose due to incorrect auto correction was the reason for the low blood glucose event. The treatment for low blood glucose: drank 3 cans of soda stop using the pump. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, mmt-386a. Troubleshooting was performed, the customer reported that sensor only lasted less than 24 hours, the smart guard that gave too much insulin because the algorithm was too high for the insulin needs. The insulin pump was used within 48 hours of reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer believes the pump was over delivering: due to incorrect algorithm of the smart guard. The customer also reported bleeding in the needle prick site. No further patient complications were reported. Customer will continue to use the insulin pump. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-386a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.